Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll representative contacted zoll customer support to report that a (B)(6) male pt passed away. Review of the events surrounding the pt's death indicates that the pt experienced an inappropriate defibrillation event consisting of two shocks. Oversensing of small signal during asystole contributed to the false detections. The pt was reportedly unconscious at the time of the event.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and able to detect and treat. Usage: monitor: 12/01/2012. Electrode belt: 11/01/2013.